Event description:
This report summarizes one malfunction event where during implantation, a yukon oct polyaxial screw fractured right below the tulip. Surgery was successfully completed with a 30 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual, dimensional, functional and material analysis could not be performed as the device was not returned. However, a picture of the broken device was received, confirming the screw had fractured immediately below the ball feature of the screw shank. Device history records review could not be performed as a valid lot code was not provided and could not be obtained. Complaint history records were reviewed for this catalog, and no relevant manufacturing issues or similar complaints were identified. Per additional correspondence, the implant was not inserted at a difficult angle. Excess force was not applied, the bone was prepped using 4.5mm tap, and the screw was properly attached to screwdriver. Some additional bone was removed in order to remove the part of broken screw, and no broken fragments were left in patient. As the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: excess torsional force applied to insert the screw/ hard bone quality of patient. Hospital retained device.